Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had a "needle pop off¿ during injection. Patient contact did occur. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: 1.0 mi syringe with 0.6 ml of gel remaining in it received with an anti sting cap (needle attached). A crack is observed at the 3 mm luer lock level, a plastic part is missing. Bubbles observed into remaining gel, against the luer lck level. Bubbles outside specifications.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had a "needle pop off¿ during injection. Patient contact did occur. No injuries were reported. The packaged needle was used.